Event description:
The following is based off a review of the patient's medical records provided to davol by the patient's attorney. (B)(6) 2006 - the patient, with a history of sigmoid diverticulosis, underwent a left inguinal hernia repair with implantation of a bard kugel hernia patch. Approximately six years later the patient presented with sigmoid diverticulosis and left lower quadrant pain, adhesions, and erosion. (B)(6) 2013 - the patient was brought to the operating room for laparoscopic lysis of adhesions, laparoscopic left inguinal hernia intraperitoneal mesh explantation. The surgeon noted "properitoneal mesh in the left lower quadrant which seemed to have contracted and rolled up edges after incorporation and erosion into the peritoneum. The surgeon also stated "I left about 3 cm of mesh somewhat incorporated into the inferior epigastric where it joined the iliacs."

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. Currently, it is unknown whether the device may have caused or contributed to the reported event. Based off the medical records provided, this is a patient who has a medical history of sigmoid diverticulosis. It is alleged that the patient was treated for adhesions, which is a known possible adverse reaction listed in the IFU. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.